Event description:
During a procedure, the generator displayed a white screen. There were no adverse consequences to the patient; however, the procedure was cancelled.

Manufacturer narrative:
No conclusion code available. No anomalies were detected during the visual inspection of the returned generator. The generator was connected to an external power source and powered on successfully. The voltage of the cmos (complementary metal-oxide semiconductor) battery was tested and found to be depleted. The upper assembly was replaced, resolving the startup failure. No additional findings were detected. The device history record (DHR) was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a depleted cmos battery.